Event description:
Crrt filter spontaneously and suddenly stopped turning (the blood pump) and the screen said "critical malfunction incident." The pt was not able to receive the blood back as the machine had locked up.